Event description:
It was reported by the affiliate in (B)(4) that during an unknown surgery on (B)(6) 2021, it was observed that the suction on the vapr tripolar 90 suction electrode device did not work. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
Additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device manufacture date was reported as unknown on the initial report; and has been updated accordingly. Investigation summary the complaint device was received and evaluated in juarez laboratory. Visual inspection revealed that the electrode tip shows signs of activation. The cable is in good condition as well as the connector, buttons, and pins. The suction tube shows saline residues. When performing the functional test to activate with the buttons and pedals, the ablation function was activated for 1 minute, the electrode worked as intended. Under coagulation function, the electrode was activated for 1 minute and the electrode worked as intended. For the suction testing, the electrode was sent to the manufacturer for further evaluation. The vapr tripolar 90 suction elect was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. A visual inspection was performed, as a result, the device was returned in original inner (cardboard) carton with tyvek lid, but no blister. The active tip is in a used condition with visible deposits on the face of the active tip and marks on the cut return cap. No tissue debris visible in the suction holes. Subsequent flow testing pre-functional activation test showed the device to be within flow test specification. The device passed all other electrical and functional testing. A DHR review has been performed for the complaint device lot number u2103188; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Based on a review of the investigation findings no correction or containment action has been implemented. The customer reported fault was that the device suction did not work during the procedure could not be confirmed. Testing at olympus shows the returned device successfully passed flow testing, electrical testing, functional testing and activation performance remained consistent and we were unable to reproduce the reported suction flow issues. The complaint device was found to meet the manufacturers specification; therefore, no further investigation is possible. The root cause of the customer reported issue could not be determined. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.